Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nosebleeds while using the device. Patient also alleged that the mask is filling up with water and the patient is afraid she might suffocate. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.